Manufacturer narrative:
Codes updated based on the axium prime coil returned for evaluation and images provided, the clinical observations for ¿non-detachment¿ and ¿premature detachment¿ were confirmed. As received, the implant coil retuned on a piece of gauze and detached from the pushwire. The axium prime pushwire was returned broken and separated into 4 segments which were not retained together by the release wire. The instant detacher was not returned for evaluation as it was discarded. The proximal pushwire segment was found with the tangled release wire still attached and extending out from its distal end. The tack weld replacement (twr) crimps were found intact. The pushwire was found broken and bent from the proximal end. Other two pushwire segments were found broken on their both proximal and distal ends. These both segments of the pushwire was found with bends at several locations from their proximal end. The distal segment of pushwire segment was found broken on its proximal end. The retainer ring appeared damaged and ovalized. The implant coil was inadvertently discarded with the piece of gauze during processing. Based on the images provided, show the implant coil still attached following the reported detachment attempt. Based on the image showed the ¿non-detached¿ coil being removed while still attached to the pushwire. Without returning the instant detacher and a portion of the pushwire for evaluation and the detached implant coil was lost during processing; therefore, any contributing factors from these could not be assessed. It is possible that damages to the pushwire may have led to the failure of the instant detacher from breaking the tack weld replacement crimps. Damage to the retainer ring and a pulled release wire may have contributed to the detachment of the implant coil during its removal from the patient. It is possible that the multiple bends and breaks in the pushwire occurred during the reported ¿manual detachment¿ by the customer or during shipping back to medtronic for evaluation. Due to the missing pushwire segments, it is unknown if the initial break in the pushwire was at the correct location for manual detachment (via hypotube) as provided in the axium prime coil instructions for use (IFU). A break in the pushwire at an incorrect location or damages to the pushwire may have contributed to the difficulty during detachment by the manual method of detachment. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ warning: ¿damaged implant delivery pusher and/or coils may affect coil delivery to, and stability inside, the vessel or aneurysm, possibly resulting in coil migration or stretching. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation at this time. However, the device is expected to return. Upon receipt of the device and completion of the evaluation, a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small unruptured saccular basilar tip aneurysm, this coil would not detach with an instant detacher or by using the manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). During removal, the coil detached prematurely. It was reported that after deployed the non-medtronic stent using the jailing technique, the physician filled the basilar tip aneurysm using a double microcatheter. Two axium prime coils were successfully implanted as framing. When using this coil every effort was used to detach the coil, but all failed. The physician decided to remove the coil, but it detached unexpectedly when it was partially in the microcatheter. The coil was captured using a micro snare. The procedure was completed using a different medtronic coil and other non-medtronic coils. No patient injury was reported.